Event description:
False low advia centaur bnp auto dilution results were obtained by the customer and considered discordant when compared to the undiluted (neat) test results. There was no report of patient treatment being altered or adverse health consequences due to the discordant low advia centaur bnp assay dilution results.

Manufacturer narrative:
The cause of the discordant low bnp auto diluted results is unknown. The customer is auto diluting patient samples below the sensitivity and assay range. The instruction for use (IFU) procedural notes dilutions section states: "samples with levels of bnp greater than 5000 pg/ml (1445 pmol/l) must be diluted and retested to obtain accurate results. Patient samples can be automatically diluted by the system or prepared manually. For automatic dilutions, ensure that advia centaur multi-diluent 1 is loaded and set the system parameters as follows: dilution point: < or = 5000 pg/ml (< or = 1445 pmol/l). Dilution factor: 2, 5, 10. For detailed information about automatic dilutions, refer to the system operating instructions or to the online help system." No conclusion can be drawn.

Manufacturer narrative:
(B)(4). A siemens field service engineer (fse) was at the customer site for an error message after daily cleaning and was informed then of the discordant bnp results. The fse found no system issues that may have contributed to the discordant results. Internal studies have confirmed a decrease in onboard recovery when using multi-diluent 1 that have been stored on board the advia centaur and advia centaur xp systems. As a result, an urgent device recall notice no. 10813388 / urgent field safety notice no. 10813387 was issued to siemens customers july, 2012.